Event description:
It was reported that a 31mm amplatzer amulet left atrial appendage occluder was chosen for procedure. During the procedure, the user reported having to partially re-sheath the device 2 x in order to obtain an optimal position. Post procedure, the following morning, a follow-up transthoracic echocardiogram (tte) was performed and it was then that the implant had embolized into the patients left atrium. The patient underwent computed tomography (CT) scan which confirmed the device had embolized. The patient was taken to the cath lab to remove the embolized device. The device was retrieved from the left atrium using a "goose neck" snare. The device was removed and the patient remained stable and was discharged the following day. No additional information has been provided.

Manufacturer narrative:
An event of difficulty obtaining optimal position and device embolization was reported. A more comprehensive assessment could not be performed as the device was not returned for analysis. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed and the product met all specifications. Based on the information received, the cause of the reported incident could not be conclusively determined.